Event description:
Information received via email indicates that end-user two (2) fms devices were inserted as follows: first fms inserted on (B)(6) 2013 for liquid stool for status acute renal failure, odor was noticed three (3) days after insertion ((B)(6) 2013); second fms inserted on (B)(6) 2013 for liquid stool for status epileptic, odor started hours after insertion.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of a pt being harmed as a result of this malfunction. Investigation request sent to the manufacturer on november 15, 2013. The lot number was not provided. Therefore, we are unable to determine the specific third party manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. No additional pt/event details have been provided to date. Should additional information becomes available, a follow-up report will be submitted.